Manufacturer narrative:
(B)(4). A neither visual nor functional inspection could be conducted since the device was not returned. The device history review could not be conducted sin the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The device loaded improperly and failed to lock. The patient's condition was reported as fine.